Manufacturer narrative:
Unique identifier (UDI)#:(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high gluc2 glucose hk result for one patient sample from the cobas c 111 analyzer. The initial result was 389.00 mg/dl and was reported outside of the laboratory to the doctor. Just before treatment, the result was questioned and a new sample was tested using an accucheck device. The result was around 90 mg/dl. The customer retested the original sample on the cobas c111 analyzer and the result was 102.66 mg/dl. There was no allegation of an adverse event. The customer ran quality controls and the results were acceptable. All samples with high results on the day of the event were confirmed to be acceptable. A general reagent problem could be ruled out as calibration and qc results were acceptable.

Manufacturer narrative:
The evaluation of the reaction monitor showed abnormalities after pipetting of the sample. It was suspected that too much sample was pipetted. The investigation was unable to find a definitive root cause.